Event description:
In 2009, the patient reported that his infusion sites becomes sore and irritated after 2 days of use, and his blood glucose elevates as a result. Over the past 4 weeks, his blood glucose has been as elevated as 320 mg/dl. Symptoms of elevated blood glucose are dizziness. His normal blood glucose range is 120-140 mg/dl. To lower his blood glucose, he changes the infusion site location and injects insulin via syringe, or he blouses through the infusion device. His blood glucose returns to normal within 8 hours. He was sent courtesy sample infusion sets with a longer cannula length. The patient did not require medical assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.